Event description:
Laparoscopic grasper broke during a laparoscopic nissen with dr. While the instrument was being used in the patient. All the pieces were retrieved from inside the patient. The procedure was finished and the patient was transferred to pacu in stable condition. The instrument was saved.